Manufacturer narrative:
Three urine bag samples were received and tested. Testing did not provide an explanation as to what may have caused the problem in this report as liquid was able to run into the bags without any problems. Therefore, the failure could not be duplicated. Should any additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, an end user reported a blocked inlet on a urine bag. The urine will not flow into the bag. The enduser supposes that the welding of the inlet tube and bag foil is closed.